Event description:
Boston scientific received information that this right atrial pacing lead had dislodged due to twiddler's syndrome. An invasive procedure was performed and this lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.